Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant (B)(6) 2019, the lead was unable to implant. The lead was too long for the desired branch and would not track further down the branch. The lead was replaced. The patient condition is stable.